Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, more than three openings on posterior, and white particles in shell. Leak test and microscopic analysis was performed which identified: crack valve, more than three striated openings on posterior, and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. More than three striated openings on posterior assessed as surgical damage. Partial delamination of the valve assessed as adhesive failure. Additional, changed, and/or corrected data.